Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : product code 150600003, work order (B)(4) was manufactured on 13-aug-2013. (B)(4) parts were manufactured per specification and all raw materials met specification. There was 1 scrap associated with this lot. No correlation with scrap code and failure mode. Scrap: a231 (surface finish) 1 part. There was one reprocessing associated with this lot. Mrr no. 1294368,1 part was reprocessed for dent. There is no correlation with this reprocessing and the failure mode. There was one nc associated with this lot. Not relevant to complaint. Nc-033312 ¿ this nc relates to standardization of the cartons used across trays product. The carton for attune rp tray and attune tb tray was changed to the wwp. There is no correlation with this nc and the failure mode. Expiry date: july- 2023. IFU reference: 090200828.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received attune tka to treat severe end-stage osteoarthritis with varus of the right knee. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Records indicate the patient was revised due to pain, swelling, instability and progressive deformity. Preoperative radiographic imaging identified complete lucency around the tibial tray and with tibial varus alignment and varus collapse. Upon entering the knee, the surgeon identified and debrided capsular scar tissue and synovitis. A complete capsulotomy was performed. The tibial tray was grossly loose and was completely debonded t the cement to implant interface. Upon removal tibial tray, the surgeon discovered a tibial defect at the area of collapse. The femoral component and patella were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received depuy tibial revision products utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2014. Dor: (B)(6) 2019. Right knee.